Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented, low sensing thresholds were observed on the atrial channel with some undersensing. Capture could not be obtained at max output. A chest x-ray revealed that the atrial lead had dropped and was no longer making good contact with the myocardium. The physician elected to explant and replace the atrial lead and the patient was stable following.